Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the membrane tube was torn off from the intravia bag. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a intravia container leaked. This occurred after patient use. It was stated that it was leaking after the bag ripped when trying to remove the spike after the bag was empty. There was no patient involvement. No additional information is available.